Event description:
It was reported that the patient said that the tab on the catheter that helps open the catheter isn't punched out all the way on some of the catheters. When he tried to open the catheter it was extremely difficult. This requires him to use more force and this will cause the catheters to fall on the floor or slip out the wrapper into the toilet.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tab on the intermittent catheter that helps open the catheter was not punched out all the way on some of the catheters. When they tried to open the catheter, it was extremely difficult. This requires them to use more force, and this would cause the catheters to fall on the floor or slip out the wrapper into the toilet.